Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the patient¿s ins battery longevity was insufficient. The patient was told today at their doctor¿s appointment that their ins battery ¿failed¿ and that it was ¿already failing¿ after only being in for 10 months and the doctor was trying to schedule the patient for another replacement surgery. It was confirmed that they meant the implant battery was low and they would have to get if replaced. It was noted that the patient would follow up with their hcp. No symptoms were reported. No further complications were reported/anticipated.